Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter burst while being inserted into the patient. There was no impact to the patient. None of the pieces of the balloon were missing.

Event description:
It was reported that the foley catheter burst while being inserted into the patient. There was no impact to the patient. None of the pieces of the balloon were missing.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. We were unable to review the labelling due to the unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.